Event description:
It was reported that the patient experienced telemetry issues. The last time the patient felt stimulation from their implantable neurostimulator (ins) was 1-2 months ago ((B)(6) 2012 or (B)(6) 2012). The last time the patient charged their device was also 1-2 months ago. An antenna locator was used to potentially resolve the telemetry issue. The use of the antenna locator resulted in a power on reset condition, which led to the normal recharge screen. They were unable to recharge the neurostimulator due to a lack of communication between the physician programmer, recharger, patient programmer and ins. Subsequently, it was reported that the patient's neurostimulator was programmed to cycle. On (B)(6) 2012, when the patient did not receive a stimulation sensation, they turned their ins on and experienced a shocking sensation in both their arms. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3776-60, serial# (B)(4), implanted: 2012 (B)(6), recharger model 37651, serial# (B)(4), extension model 3708340, serial# (B)(4), implanted: 2012 (B)(6), accessory kit model 3550-29, lot# n312459, implanted: 2012 (B)(6), explanted(B)(4).

Event description:
Follow up reported the patient did have a lead revision. The representative was unsure of any specifics but new the health care provider removed the paddle and inserted two leads. The patient was seen at a follow up appointment and was doing well. The patient had not been seen since then due to the representative moving territories. No further information was known.